Event description:
Event description cpi received information that this bipolar lead was removed from service. The physician elected to perform an invasive procedure to remove the lead due to a 'chronic rise in thresholds'. The lead was replaced with a new bipolar lead of the same model.